Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reby0476 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported one month after the catheter was placed, the nurse found that near the puncture point, under the transparent applicator, there was trachoma leakage on the catheter around the 34 cm mark.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the groshong catheter was confirmed. One 4fr single-lumen (s/l) groshong nxt PICC was returned for investigation. The two piece connector had been attached and secured to the 4fr groshong tubing. The catheter tubing extended 3.5cm from the distal end of the strain relief oversleeve. The catheter exhibited evidence of use. One photo of a 4 fr groshong nxt catheter was also provided for evaluation. The catheter is shown in use within a patient. A functional test of the returned sample revealed fluid leaking from the catheter between the 34 and 35 cm depth marks. A microscopic examination of the leak site revealed a v-shaped hole and superficial damage to the external surface of the catheter near the v-shaped hole. The damage observed on the catheter is consistent with damage from an external object that cut into the tubing. It was reported that the leak was observed one month after placement. Since the reported event could be reproduced, the complaint was confirmed. The instructions for use (IFU) state, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿

Event description:
It was reported one month after the catheter was placed, the nurse found that near the puncture point, under the transparent applicator, there was trachoma leakage on the catheter around the 34cm mark.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause remains unknown. One photo of a 4 fr groshong nxt catheter was provided for evaluation. The catheter is shown in use within a patient. The catheter and connector proximal to the insertion site is shown. Yellow residue is present on the grey connector assembly. A bead of clear fluid is present on the catheter surface near the insertion site. The catheter cannot be clearly inspected for the damage present. Since the source of the damage could not be determined, the complaint is confirmed, cause unknown. Possible contributing factors include sharp instrument damage, damage during handling, and material fatigue caused by repeated kinking. A lot history review (lhr) of reby0476 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported one month after the catheter was placed, the nurse found that near the puncture point, under the transparent applicator, there was trachoma leakage on the catheter around the 34cm mark.